Event description:
A customer reported experiencing a continuous glucose monitor error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through resetting the pump, which resolved the issue as the customer successfully started their sensor session without encountering the error code again.